Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump got wet and would not work. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with corroded motor home switch and corroded electronic assembly noted during our visual inspection also, with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.